Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain "), genital haemorrhage ("abnormal bleeding"), fallopian tube perforation ("fallopian tube rupture / perforation") and device dislocation ("migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections nos"), device breakage ("device breakage"), fallopian tube perforation (seriousness criterion medically significant), hypersensitivity ("allergic and/or hypersensitivity reactions"), device dislocation (seriousness criterion medically significant), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with surgery (surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, device breakage, fallopian tube perforation, device dislocation, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, pelvic pain, rash and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), fallopian tube perforation ('fallopian tube rupture / perforation'), device breakage ('device breakage'), premature labour ('pre-term labor') and device dislocation ('migration/migration of essure device location of device unknown location left coil not found during salpingectomy') in a 28-year-old female patient who had essure (batch no. A22177, a96180) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (on (B)(6) 2011 , (B)(6) 2014 , (B)(6) 2016), parity 3, premature delivery, gastritis, chest pain, heartburn, gastroesophageal reflux disease, vaginal discharge and dyspnoea (mostly at night when she lies down.). Previously administered products included for birth control: ortho-cyclen. Concurrent conditions included nausea, vomiting, tenderness epigastric, dyspepsia, gastroesophageal reflux, itching, skin lesion, lipoma (and musculoskeletal: positive for neck pain and this is where the lipoma it was mild.), anemia iron deficiency, recurrent uti, anal chlamydia infection, human papilloma virus antibody positive, urine analysis abnormal, urine analysis abnormal, epigastric pain (over the last 2 weeks.), gallbladder operation, headache, axillary abscess, visual disturbance, sleep disturbance, morbid obesity, hypokalemia, panic attacks, pap smear abnormal and smear cervix abnormal. Concomitant products included atenolol. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2016, the patient experienced cholecystitis ("gastrointestinal or digestive system condition type: cholecystitis") and obstructive pancreatitis ("gallstone pancreatitis"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: suspect uterus"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), premature labour (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections nos"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), abdominal pain lower ("lower abdominal pain") and abscess ("abscess"). The patient was treated with surgery (bilateral salpingectomy and essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, premature labour, device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, device expulsion, cholecystitis, obstructive pancreatitis, abdominal pain lower and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2017. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abscess, alopecia, amnesia, cholecystitis, cystitis, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, obstructive pancreatitis, pelvic pain, pregnancy with contraceptive device, premature labour, rash and vaginal discharge to be related to essure. The reporter commented: previously reported delivery date (B)(6) 2016 now it is reported (B)(6) 2017. Discrepancy : plaintiff previously reported essure removal date now it is reported have you had your essure (or any part of the device) removed? No diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: ultrasound shows that the essure on the left was misplaced.. Lot number: a22177 manufacturing date: 2012/06 expiration date: 2015/06. Lot number: a96180 manufacturing date: 2013/01 expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. Event: abscess added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), fallopian tube perforation ('fallopian tube rupture / perforation'), device breakage ('device breakage'), premature labour ('pre-term labor') and device dislocation ('migration/migration of essure device location of device unknown location left coil not found during salpingectomy') in a 28-year-old female patient who had essure (batch no. A22177, a96180) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (on (B)(6) 2011 , (B)(6) 2014 , (B)(6) 2016), parity 3, premature delivery, gastritis, chest pain, heartburn, gastroesophageal reflux disease, vaginal discharge and dyspnoea (mostly at night when she lies down.). Previously administered products included for birth control: ortho-cyclen. Concurrent conditions included nausea, vomiting, tenderness epigastric, dyspepsia, gastroesophageal reflux, itching, skin lesion, lipoma (and musculoskeletal: positive for neck pain and this is where the lipoma it was mild.), anemia iron deficiency, recurrent uti, anal chlamydia infection, human papilloma virus antibody positive, urine analysis abnormal, urine analysis abnormal, epigastric pain (over the last 2 weeks.), gallbladder operation, headache, axillary abscess, visual disturbance, sleep disturbance, morbid obesity, hypokalemia, panic attacks, pap smear abnormal and smear cervix abnormal. Concomitant products included atenolol. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). In (B)(6) 2016, the patient experienced cholecystitis ("gastrointestinal or digestive system condition type: cholecystitis") and obstructive pancreatitis ("gallstone pancreatitis"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: suspect uterus"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), premature labour (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections nos"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), abdominal pain lower ("lower abdominal pain") and abscess ("abscess"). The patient was treated with surgery (bilateral salpingectomy and essure removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, device breakage, premature labour, device dislocation, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, device expulsion, cholecystitis, obstructive pancreatitis, abdominal pain lower and abscess outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2017. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abscess, alopecia, amnesia, cholecystitis, cystitis, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, obstructive pancreatitis, pelvic pain, pregnancy with contraceptive device, premature labour, rash and vaginal discharge to be related to essure. The reporter commented: previously reported delivery date (B)(6) 2016 now it is reported (B)(6) 2017. Discrepancy : plaintiff previously reported essure removal date now it is reported have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: ultrasound shows that the essure on the left was misplaced. Lot number: a22177; manufacturing date: 2012/06; expiration date: 2015/06. Lot number: a96180; manufacturing date: 2013/01; expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc(product technical complaints). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("fallopian tube rupture / perforation"), device dislocation ("migration/migration of essure device location of device unknown location left coil not found during salpingectomy"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding"), premature labour ("pre-term labor") and device breakage ("device breakage") in a 28-year-old female patient who had essure (batch no: a96180, a22177) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (on (B)(6) 2011 , on (B)(6) 2014, on (B)(6) 2016), parity 3, premature delivery, gastritis, chest pain, heartburn, gastroesophageal reflux disease, vaginal discharge and dyspnoea (mostly at night when she lies down.). Concurrent conditions included nausea, vomiting, tenderness epigastric, dyspepsia, gastroesophageal reflux, itching, skin lesion, lipoma (and musculoskeletal: positive for neck pain and this is where the lipoma it was mild.), anemia iron deficiency, recurrent uti, anal chlamydia infection, human papilloma virus antibody positive, urine analysis abnormal, urine analysis abnormal, epigastric pain (over the last 2 weeks.), gallbladder operation, headache, axillary abscess, visual disturbance, sleep disturbance, morbid obesity, hypokalemia, panic attacks, pap smear abnormal and smear cervix abnormal. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In july 2016, the patient experienced cholecystitis ("gastrointestinal or digestive system condition type: cholecystitis") and obstructive pancreatitis ("gallstone pancreatitis"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: suspect uterus"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), premature labour (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections nos"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, premature labour, device breakage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, device expulsion, cholecystitis, obstructive pancreatitis and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cholecystitis, cystitis, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, obstructive pancreatitis, pelvic pain, pregnancy with contraceptive device, premature labour, rash and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: ultrasound shows that the essure on the left was misplaced. Most recent follow-up information incorporated above includes: on 3-jan-2019: plaintiff fact sheet and medical record received, patient concurrent condition ,essure lot number, event pregnancy (no complications),migration of essure device location of device: suspect uterus , gastrointestinal or digestive system condition type: cholecystitis; gallstone pancreatitis and lower abdominal pain , pre-term laborwere added . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), fallopian tube perforation ("fallopian tube rupture / perforation"), device dislocation ("migration/migration of essure device location of device unknown location left coil not found during salpingectomy"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding"), premature labour ("pre-term labor") and device breakage ("device breakage") in a 28-year-old female patient who had essure (batch no. A22177, a96180) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (on (B)(6) 2011, (B)(6) 2014, (B)(6) 2016), parity 3, premature delivery, gastritis, chest pain, heartburn, gastroesophageal reflux disease, vaginal discharge and dyspnoea (mostly at night when she lies down.). Concurrent conditions included nausea, vomiting, tenderness epigastric, dyspepsia, gastroesophageal reflux, itching, skin lesion, lipoma (and musculoskeletal: positive for neck pain and this is where the lipoma it was mild.), anemia iron deficiency, recurrent uti, anal chlamydia infection, human papilloma virus antibody positive, urine analysis abnormal, urine analysis abnormal, epigastric pain (over the last 2 weeks.), gallbladder operation, headache, axillary abscess, visual disturbance, sleep disturbance, morbid obesity, hypokalemia, panic attacks, pap smear abnormal and smear cervix abnormal. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced cholecystitis ("gastrointestinal or digestive system condition type: cholecystitis") and obstructive pancreatitis ("gallstone pancreatitis"). On (B)(6) 2017, the patient experienced device expulsion ("migration of essure device location of device: suspect uterus"), 2 years 11 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), premature labour (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections nos"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (surgery to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, premature labour, device breakage, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis, cystitis, device expulsion, cholecystitis, obstructive pancreatitis and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, cholecystitis, cystitis, dental caries, device breakage, device dislocation, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, obstructive pancreatitis, pelvic pain, pregnancy with contraceptive device, premature labour, rash and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: ultrasound shows that the essure on the left was misplaced.. Lot number: a22177 manufacturing date: 2012/06 expiration date: 2015/06. Lot number: a96180 manufacturing date: 2013/01 expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.